Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer¿s blood glucose level was 50 mg/dl at time of incident, drank juice and one hour later blood glucose level was 150 mg/dl. Customer declined transfer to insulin pump for troubleshooting. The devices will not be returned for analysis.